Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s reported blood glucose levels were 367 mg/dl and closer to 400 mg/dl, and 109 mg/dl. The customer alleged the insulin pump for under delivery because they never had high blood glucose after giving bolus. The customer stated that the insulin pump passed the displacement test. The customer reported that the drive support cap appeared normal. The reservoir will be returned for analysis.